Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during a standard follow-up appointment with imaging, the left sided s1 bone screw was found to have migrated from its original position immediately post-operatively and had backed out approximately 10-15 millimeters. Imaging was performed to detect the screw migration and backing out. No patient symptoms or complications have been reported as a result of this event. Additional information was received that there is no prolonging of stayand no revision surgery has been performed yet. Patient is currently asymptomatic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Lateral x-ray l3-s1 fusion. Anterior interbody grafts present. Sacral screw in interbody migrated from interbody graft. Anteroposterior view of interbody graft. Unable to confirm which level. Likely l5-s2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.